Event description:
Customer reported she was experiencing high blood glucose. Customer's blood glucose was 409 mg/dl. She stated she changed her sensor and infusion set last night and received two calibration errors within three hours. She inserted a new sensor today and it has been reading around 389 mg/dl all day. Customer treated with a bolus, but her blood glucose has been high all day. She experienced nausea earlier. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer will call back to complete troubleshooting once she receives tubing clamps. Customer also stated that there were bubbles in her reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).